Event description:
I had a tubal ligation with filshie clips. They have done nothing but cause severe pain and menstrual problems. Now, I have one that has fell off and migrated in my hip and now I am having to have surgery tomorrow to have it removed because I have been out of work 3 months because of it.